Event description:
It was reported that this right atrial (ra) lead was oversensing the respiratory rate trend (rrt) signal. It was noted there were also spikes in the pacing impedances. Technical services (ts) recommended turning off the rrt sensor and performing isometrics/pocket manipulations. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).